Event description:
It was reported that there was "a bulge at the distal tip of the leads that was also slightly curved, therefore the diameter of the lead at the end was larger than the rest of the lead." It was further noted that the surgeon felt an unusual resistance when he tried to place the leads that was attributed to the bulge. It was also noted that the leads were difficult to place directly onto the target area because they had a tendency to deviate. The surgeon stated that the leads were performing well and would remain implanted. The patient outcome was provided as "doing fine." Refer to manufacturing report # 3007566237-2012-01698. (B)(6) it was reported that the patient felt a loss of therapy. The patient had reported symptoms of "incontinence with laughter, intermittent pain in the bicycle area, and some toe curl response." It was stated that the "system was working fine until the patient started boxing." It was further noted that the patient fell and landed on the internal neurostimulator (ins) and "felt a spike in sensation and decrease in amplitude," but the pain resolved. The patient fell a second time, landing on her tailbone. The patient was advised by the nurse to "turn the stimulation off and come in for an evaluation." It was noted that the patient had only 2 functioning programs of the 4 programmed on the device. It was further noted that the patient had the "best response with program 4, but there was some leakage." The impedance measurements were measured and reported to be "perfect." The patient outcome was not provided. Additional information was requested but not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot# v906360, implanted: (B)(6) 2012, product type lead. (B)(4).